Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-00004. Concomitant medical products: vngd ssk 360 femur l 67.5, catalog #: 185285, lot #: 2949486; and biomet tibial locking bar, catalog #: 141205, lot #: 551100. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to patient's condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be fled accordingly. Zimmer biomet will continue to monitor for trends. Requested but not returned by hospital.

Event description:
It was reported the patient underwent a left knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately three years post-implantation due to nickel allergy. The femur and stem implants were removed and replaced. No additional patient consequences were reported.